Event description:
Button broke off during procedure causing a need for replacement; suture was wrapped around it when it broke.======================manufacturer response for trocar, xcel blunt tip trocar (per site reporter).======================rep will pick up product.